Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilation. However, during inflation at above rated burst pressure, the balloon ruptured. The device was removed with no patient complications reported.